Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received insulin flow block alarm. Customer reported the blood glucose value of 497 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. Customer reported blood glucose value when admitted to hospital was 500 mg/dl. The event involved product(s) mmt-1712k. Customer reported at the time of hospitalization event were vomiting, diarrhea, weakness and the customer was positive with ketones and during the hospitalization treated with IV insulin drip. Troubleshooting was performed. Customer used the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return will be required for mmt-1712k.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-may-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 28-may-2024 listed on smartsolve. Daily total collection start time = 05/28/2024 00:00:00.000 daily total of alli nsulin delivered = 53.75 daily total of basali nsulin delivered = 43.75 daily total of bolus insulin delivered = 10 05/28/2024 07:30:44.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 10 bolus amount delivered = 10 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of 28-may-2024. However, no delivery alarm/insulin flow blocked alarm was found on: 05/27/2024 13:05:37.000 alarmalertnotification faultnumber = no delivery (7) during prime. 05/27/2024 13:06:46.000 alarmalertnotification faultnumber = no delivery (7) during prime. 05/27/2024 13:07:52.000 alarmalertnotification fault number = no delivery (7) during prime. 05/27/2024 13:09:30.000 alarmalertnotification faultnumber = no delivery (7) during prime. 05/27/2024 13:10:00.000 alarmalertnotification faultnumber = no delivery (7) during basal. 05/27/2024 13:11:20.000 alarmalertnotification faultnumber = no delivery (7) during basal. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 28-may-2024 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a excessive adhesive on the back, a cracked keypad overlay, a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correct event date was 28-may-2024. Also, changing treatment codes for harm codes 1811, 1967 to t000 (no treatment) with this report.